Manufacturer narrative:
Device evaluation of electrode has been completed. The reported problem (non-functional te) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause was isolated to an open pulse wire in the cable connecting ecgs a and b. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.